Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the aviva system due to error + time + date flashing. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.